Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported a loose screw on the aberrometer mount. No patient harm reported.

Manufacturer narrative:
An on-site assessment was performed by the field service engineer (fse) the reported event was confirmed. The fse tightened and applied a thread locker solution was applied to all screws. The system was tested and found to meet product specifications. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Root cause the root cause of the reported event can be attributed to loose dovetail screws. How or when the screws became loose cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).